Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 0.4mg/ml at 0.04mg/day. It was reported that the pump reached end of service (eos) prior to pump replacement. Service code 92 occurred, with a message stating "loss of therapy: end of service (eos) has occurred. Pump motor is stopped. Telemetry is available until pump battery is depleted". Pump replacement was previously scheduled for (B)(6) 2025, but the patient had high glucose levels so the case was cancelled. The pump was replaced on (B)(6) 2025. There was no concern for product functionality. There was successful aspiration. At the time of this report, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.